Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 2.25x20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter of the undamaged proximal section was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a break at the port bond site. The port bond was also stretched. There was a break in the inner extrusion 69mm distal of the port weld site. The outer and inner extrusion (on the distal side of the port weld) appeared to be stretched. The bi-component bond showed no signs of damage or strain. Based on the type of damage evident the extrusion breaks and stretching noted were likely caused by excessive forces exerted during withdrawal. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, device was unable to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x20mm promus element drug-eluting stent was advanced to treat the lesion. However, device was unable to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.